Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported that approximately 30 months post-implant of a bifurcated device, an infrarenal aortic extension, a suprarenal aortic extension, and a limb extension in the right common iliac artery, a follow up computed tomography scan revealed a distal type I endoleak. Reportedly, the endoleak developed due to disease progression in the left iliac artery. The patient was treated with coil embolization in the left hypogastric with an additional limb extension. A possible type iii endoleak was identified between the limb extension and the bifurcated device under fluoroscopy. The physician ballooned the stent graft and placed a palmaz stent and a leak of the limb extension was present. The physician then placed a viabahn in the left external iliac and an additional limb extension to correct the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
The device remains implanted in the patient hence device evaluation could not be performed. Final angiogram on index procedure and computed tomography images post-procedure were received and reviewed by a clinical representative. The review confirmed the reported endoleak. However, the cause could not be determined based upon the available information. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. (B)(4).